Event description:
Additional information was received that the mobility of the patient's device was actually referring to the patient's generator. The wire bothering her is likely associated with the migration of the generator. No additional or relevant information has been received to date.

Event description:
Clinic notes stated that the wire from the patient¿s vns is bothering her and she would like the device out. Notes state she was seen a couple of weeks prior and impedances were fine. It was stated that a neck x-ray was ordered. There was also a note that the patient was irritated by her vns and that it seemed too mobile. Although surgery is likely, surgery as not occurred to date. No additional relevant information has been received to date.